Manufacturer narrative:
User admitted that they did not operate unit in accordance with safety guidelines. The safety and information manual provided with each unit cautions users not to sleep with the therapy pads turned on as this may cause burns. User fell asleep while using the product and realized his error. User did not comply with our request to return the unit for evaluation.

Event description:
Patient reports developing a burn on top of his right foot following treatment with the anodyne home unit. Patient reports burn developed after falling asleep for 2-3 hours during a treatment. Patient received medical treatment for the burn.